Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.4?a. The criteria is <55?a. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d151026-1). The control solution tests for level low are 69/69 mg/dl, for level high are 289/293 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d151026-1). The control solution tests for level low were 54/55 mg/dl; for level high were 267/275 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass

Event description:
(B)(4) received a call on 06/30/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 6:30pm. Patient's((B)(6)) girlfriend ((B)(6)) called in stating that (B)(6) was throwing up and was short of breath. The reading on the prodigy meter at the time of the event was 280mg/dl. One additional blood glucose test was performed with a result 300mg/dl. Prior to seeking medical attention, patient had taken the following medications: ramipril1.25mg once a day in the morning, magnesium 400mg once a day in the morning, simvastatin 20mg once a day in the morning, buspirone,10mg once in the morning, omeprazole 40mg once in the morning, aspirin 81mg once a day in the morning. (B)(6) also consumed: morning - 1/2 ham & egg hard roll, 12pm- 2 hotdogs and drank water all day. (B)(6) normal blood glucose reading around the time of day of the event is 186- 189mg/dl. Paramedics were called and arrived 15 minutes later. Upon arrival paramedics tested (B)(6) blood glucose with their meter with a result of around 200 mg/dl. (B)(6) stated that it was approximately 10 minutes between testing with the prodigy meter and the paramedic's meter. (B)(6) was transported to ER and given an insulin IV drip. (B)(6) blood glucose reading upon arrival at ER was 400mg/dl. (B)(6) was admitted to hospital and given an insulin IV drip and an IV fluid drip for hydration. (B)(6) was also given routine blood test. (B)(6) glucose prior to discharge was 147mg/dl. (B)(6) total stay in hospital was 3 days. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.